Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm rea-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple no delivery alarms from his/her insulin pump during bolus delivery. The customer's blood glucose levels are unk. The customer was advised to do a cannula fill with 10 units of insulin without a reservoir. The product has not being returned. Nothing further was reported.